Event description:
This is 2 of 2 reports for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was conducted and the report indicates: a single screw was received and appeared to be intact. The screw dimensions were measured, and it was confirmed this was the screw associated with and described from the event. The drive has slight markings consistent with use. The top of the head has slight damage in the form of raised material at the juncture of the head thread. The head threads have been slightly compressed at the major diameter with the crest of the thread folded slightly upwards towards the top of the head. The finish has been removed in this area. The first shaft thread has a small dent with displace material. The remainder of the shaft threads are in good condition, as are the flutes and the tip. The relevant dimensions that could be checked are within specification.

Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: during a distal radius fracture procedure, after repositioning and implanting the plate, the surgeon then inserted the cortex screw in a positioning hole at the shaft. While the surgeon was inserting the va locking screw into the most distal hole in the first row at the ulnar side of the plate with the torque limiting driver using a guiding block by a fixed-angle procedure, the locking screw went through the plate. This event was noted while viewing the x-ray. The surgeon removed the plate and screws and replaced the plate with another sized plate. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The top of the head has slight damage in the form of raised material at the juncture of the head thread. The head threads have been slightly compressed at the major diameter with the crest of the thread folded slightly upwards towards the top of the head. We could not determine the exact root cause for this kind of damage. The relevant dimensions that could be checked are within the specifications. No product fault could be detected.